Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): added additional information. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. (B)(4).

Event description:
It was reported that during a open urinary diversion procedure, an error occurred during use, so the device was tightened again with a torque wrench and the acral part was cleaned. The error was once restored, but an error occurred soon several times. The displayed error code was unknown. After that, the blade was broken off outside the patient. It is unclear how the procedure was completed. The staff tried to find the broken piece, but could not. As the broken piece was not found, the patient was x-rayed 3 times and it was confirmed there were no pieces inside the patient. As the blade was broken off outside the patient and no pieces were found with x-ray, the doctor determined that no pieces were left inside the patient. There were no adverse consequences for the patient.